Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time stamp was off by 7 minutes. A technical support specialist (tss) remotely accessed the device and applied the knowledge article (ka) titled "device time is incorrect" and "time is incorrect on console or station - correct time manually". While checking through the command shell prompt, the tss identified that the time zone was set to mst. Using the command prompt as time, the system time was updated to the current correct time, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary time stamp on the device was off by 7 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.